Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed, for the finished device product number: 121881752, lot number#: 3843789. And no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ceramic insert has broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Description of incident: 61-year-old female patient, operated on 6 months previously for a total hip prosthesis, feels after a gym class on (B)(6)2023 felt discomfort and crepitus in her left hip. On (B)(6)2023 she experienced severe, incapacitating hip pain. Radiological findings show a fracture of the ceramic liner of the total hip prosthesis. Revision surgery on (B)(6)2023. The broken ceramic liner is removed and exchanged, the head is replaced by a revision head (+ metal sleeve). Broken implant not retained. The announcement is beyond the regulatory deadlines, as the incident was reported in the incident management system on 01.06.2023. Did the incident have serious consequences for the patient, the user, or a third party? Yes. Please describe the serious consequences: severe disabling hip pain and corrective surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation was performed for the finished device product number - 121881752, lot number - 3843789 and no non-conformances / manufacturing irregularities were identified.